Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an unknown amount of clearlink system continu-flo solution sets in which a no flow occurred. According to the report, the tubing occludes frequently because the tubing kinks on itself. It kinks at the top of the pump and near the saline lock. One nurse props the key slide upright on top of the pump to keep it from kinking there. On the arm, it still kinks even if you tape the line to the forearm. The conditions occurred during patient use. There was no patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.